Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caller reported an "incompatible sensor" error message with the adc device, and was therefore unable to obtain sensor readings. As a result, the customer experienced nausea, vomiting, and thirstiness. The customer went to the emergency room and had contact with a healthcare professional (hcp) who administered an insulin drip (dose/type unknown) and intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Event description:
On behalf of the customer, a caller reported an "incompatible sensor" error message with the adc device, and was therefore unable to obtain sensor readings. As a result, the customer experienced nausea, vomiting, and thirstiness. The customer went to the emergency room and had contact with a healthcare professional (hcp) who administered an insulin drip (dose/type unknown) and intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.